Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a rhythm of 120 bpm which the physician believed to be atrial fibrillation (af) with rapid ventricular response (rvr). The ICD delivered potentially inappropriate anti-tachycardia pacing (atp) accelerating the rhythm to a true vt of 180bpm. Then it delivered a shock to convert the arrhythmia. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a rhythm of 120 bpm which the physician believed to be atrial fibrillation (af) with rapid ventricular response (rvr). The ICD delivered potentially inappropriate anti-tachycardia pacing (atp) accelerating the rhythm to a true vt of 180bpm. Then it delivered a shock to convert the arrhythmia. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes (4) (h6) in section h. Device manufacturers only. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a rhythm of 120 bpm which the physician believed to be atrial fibrillation (af) with rapid ventricular response (rvr). The ICD delivered potentially inappropriate anti-tachycardia pacing (atp) accelerating the rhythm to a true vt of 180bpm. Then it delivered a shock to convert the arrhythmia. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was successfully explanted and replaced. No additional adverse patient effects were reported.